Event description:
Procedure: gastrectomy. According to the reporter: the battery had ben fully charged as the green indicator lit. However, after the first firing, when the second reload was assembled, loaded and activated to firing mode, the status blue lights displayed and the surgeon was unable to proceed to firing. It is unk whether reinforcement material was used.

Manufacturer narrative:
(B)(4).